Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a stenosis in the right middle segment of the bronchus during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent was noted to move out of position. The stent was removed from the patient using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex tracheobronchial covered distal release stent delivery system was received for analysis; the stent was not returned. A visual examination of the returned device found the shipping mandrel was bent. The working length was measured to be within specifications. No issues were noted with the deployment suture and delivery system. Taking all available information into consideration, the investigation concluded that the reported failure was likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 8, 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a stenosis in the right middle segment of the bronchus during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent was noted to move out of position. The stent was removed from the patient using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.